Event description:
Additional information was received from patient. They reported that they had kept increasing device to a point where they were uncomfortable and felt pressure kind of like they were constipated or something. Patient said they had increased to the point where their bottom hurt. Patient mentioned they knew they couldn't put to a point where the stim was painful. Moreover, patient mentioned again that they have called before and repeated issues. Patient stated that they would get up 7-8 times a night having togo to the bathroom and water will run right through them. They said they had a culture and there was no infection. Patient also was wondering what the differences between programs was and was wondering what the amplitude would do. Patient said they were on program 2 at 4.2 volts and that they would keep program where it was at and monitor symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient reports she goes to the bathroom often in the evening/nighttime, last night she got up about 7 times. She increased stim but this morning her back was hurting so bad and she guesses stim is too strong, it felt strong in rectum, and she decreased and was fine. Patient says she changed programs so many times. She was on p1 and 3 and tries all the programs. She is in p 2 now at 4.1 v. Pt says when she first started on p 2 about 3 weeks ago, she did well at first. She did well during the day time but last night she had a glass of wine about 6:30 pm. Pt says she does not just drip when she goes, she can fill the whole bucket and is going constantly since the first of the year. Pt wanted to know if it is normal that changing a program helps at first and then your body gets used to it. Pt has hcp appointment tomorrow and will decrease stim until she sees the hcp. Patient was advised the settings may be reprogrammed. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider was asked the cause of the return of symptoms on (B)(6) 2019, they responded follow-up overactive bladder neurogenic dysfunction bladder. The cause of the stimulation being too high had not been determined. It was noted that the patient was happy with the device they had very rare leaks and nocturia x2 only.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a problem with their device, the battery did not last any longer. The patient was transferred to patient services. They reported the night prior they were going to the bathroom every hour on the hour and completely saturating their pad. The patient stated they were on program 3 with stimulation at 4.1. Caller asked the difference between the ins battery and patient programmer battery. Information was reviewed. Caller also asked about ins battery longevity, information was reviewed. The patient was able to sync with their programmer on the call and it showed stimulation was on. Caller increased stimulation on the same program and was going to try different programs if that did not work. Caller reported their healthcare provider allowed them to switch programs. No further complications were reported or anticipated.